Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The company representative indicated that there was no patient harm during the procedures.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the knives were dull during a procedure. No patient harm reported. Additional information and samples have been requested.

Manufacturer narrative:
This is one of two complaints reported for the finished goods lot for different issues. Review of the device history found a temporary deviation was issued due to a backorder with the supplier. The customer returned forty six unopened knives. Visual inspection of the returned unopened knives was unable to confirm the customer's complaint for dull blades. The substitute knives from this supplier lot were issued to the finish goods lot associated with this complaint. A review of bill of material found that there have been no recent revisions to this pack. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The supplier has been notified of the issue and the sample was sent for evaluation. Supplier has sent an email acknowledgement in receipt of complaint issue. (B)(4).